Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented via merlin.net transmissions with several automatic mode switch (ams) episodes. An increase in atrial capture threshold resulted in loss of atrial capture. Programming changes were made. Patient was stable with no complaints.